Manufacturer narrative:
(B)(4). Other device used: catalog #00597206535, nexgen all poly patella, lot #unk. Visual inspection of the returned tibial component identified foreign material covering most of the component backside and the keel. Inspection of the patella identified foreign material on the backside and around the pegs. The dome was also damaged and appeared to have been worn down. Measured dimensions for the tibial component were conforming to print specifications. Damage to the patella prevented accurate dimensional inspection. Review of the device history records for the tibial component identified no deviations or anomalies. The lot number of the patella is unknown; therefore the device history records could not be reviewed. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the tibial component. Insufficient information was available to conduct a product history search for the patella. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Reported information indicates that the tibial component was in varus alignment; however, this cannot be confirmed. A definitive root cause cannot be determined with the information provided.

Event description:
It was reported that the patient was revised due to tibial base plate loosening while in varus. Both the tibial component and patella were revised.